Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone the insulin pump had blank screen and it had a blank screen. It flashed all the time and it's impossible to stop it. The device switches on and off alone with an audio alarm but no text appears. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The pump was received with a constant flashing white light on the display, with unexplained beeping due to vertical cracks on the lcd controller. No blank display was noted during testing. The pump also had minor scratches on the lcd window.